Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user was aspirating through the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter on multiple passes it was noted that air was being pulled back. When the user observed it was the drain, it was replaced with another device. It was reported that there was no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.